Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Earlier in the day the cgm values were above 300 mg/dl and the patient self-treated with insulin to correct the values. The patient lost consciousness while at a doctor¿s appointment. He was transported to the emergency department (ed) where the cgm value was 170 mg/dl and the bg finger stick was 20 mg/dl. Although treatment details were not provided, he was monitored for 3 hours and then discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.